Manufacturer narrative:
(B)(4). Damaged cable. Evaluation summary: visual and functional examination, found that the cable was damaged at the amphenol connector proximity.

Event description:
It was reported that during an unknown procedure, the device malfunctioned. Unknown how the case was completed. There was no patient consequence.